Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had an audio anomaly. The device was not making any sound when alarming. The customer was unable to use the pump for 2 weeks and reverted to treatment per their healthcare professional's instruction. It was also reported that an unnamed error message appeared on the device after inserting a battery into the pump. The customer¿s blood glucose during the incident was unknown, however, the customer reported that they were trending lower at the time. Troubleshooting was not completed for the audio anomaly. The device will not be returned for analysis.